Event description:
We got disney firefly star war electronic toothbrush for my (B)(6) y/o son. Two days brush worked fine, but third day the top portion of the brush broke in my son's mouth with all brush bristles fall apart in his mouth. Thank god he didn't swallow anything otherwise it could be life threatening situation for him. Lot number of the product: 672935647997. (B)(4) (distributed by). (B)(6). (B)(4).